Event description:
A certified surgical technician reports that during intraocular lens (iol) implant surgery, the surgeon noticed a scratch or stain on the perimeter of the iol after the iol was inserted into the eye using the iol delivery system. This iol was removed and another inserted, but the surgeon saw a scratch or stain on the second iol also. The second iol was removed and a third iol was implanted, this time without using the iol delivery system and no scratch/stain was noted. The incision was enlarged to facilitate insertion of the third iol. The pt experienced endothelial trauma, but has had a good outcome.